Event description:
Four inr results between 5.0-6.0 with protime system vs. 2.0 - 3.0 inr from unspecified system. Patient therapeutic range: 2.0-3.0. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted, based upon a retrospective review of complaint reports from 2007-2008, in light of revised itc MDR evaluation procedures.